Event description:
During a review of the event history of another report, for the colleague infusion pump, it was discovered that a battery depleted set alarm occurred 13 times on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Upon further investigation, baxter has determined that there was not a battery depleted set alarm which caused an interruption during delivery. This incident has been determined to be non-reportable.

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.